Event description:
The customer reported to baxter corporate product surveillance of a no flow that occurred with the clearlink duo-vent continu-flo set. The patient was set to receive an unknown antibiotic with a 100 ml secondary bag. The primary bag was a 1000 ml bag of normal saline. The nurse was using a colleague single channel pump with this setup. The nurse did not squeeze the bag to initiate flow. The nurse did not invert and tap the check valve to purge the air. Per the customer, they have never heard of either of these techniques. The secondary set is the set that demonstrated the no flow. The drip chamber was not flooded or full. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.